Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The cutter did not form the staples properly. The surgeon used another endo-cutter to complete the case. Operating room time was extended 10 minutes. There are no known pt consequences.